Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to confirm as it is a medical event not related to the device. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ blue particles observed in the device. ¿ crease fold observed in the device. ¿ deformation observed in the device. ¿ wear abrasion observed in the device.

Event description:
Healthcare professional reported left side ¿pain, capsular contracture iii. Device was explanted.

Event description:
Healthcare professional reported left side ¿pain, capsular contracture iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.